Manufacturer narrative:
The reported event was confirmed by CAPA association as design related issue. No sample was returned for evaluation. The device history record review was not required as the complaint was addressed by existing CAPA. A DHR review was not required because the investigation was confirmed to not be manufacturing related. A labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that surestep intermittent catheter kits were leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that surestep intermittent catheter kits were leaking.